Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump components removed due to pain as the device did not function from a kink over. A new inflatable penile prosthesis consisting of 15 cm x 12 cm cylinders and pump components were implanted. The reservoir remained implanted. The patient outcome was reported as well.